Event description:
It was reported that when attempting to remove the arrow balloon catheter in order to make a planned switch to a maquet axillary balloon prior to transport, the surgeon was met with resistance. When he cut down further, he noticed the arrow balloon catheter was ruptured, and a clot had formed in the balloon. The planned replacement to a new catheter at a new insertion site was successful. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. During the investigation of the returned device, blood was confirmed within the helium pathway. Upon return, there was a damaged/broken central lumen and damaged bladder. Either damage can result in a helium pathway leak and cause blood to enter the helium pathway. It could not be determined what caused the blood to enter helium pathway or when the damage occurred. The root cause of how the blood entered the helium pathway is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that when attempting to remove the arrow balloon catheter in order to make a planned switch to a maquet axillary balloon prior to transport, the surgeon was met with resistance. When he cut down further, he noticed the arrow balloon catheter was ruptured, and a clot had formed in the balloon. The planned replacement to a new catheter at a new insertion site was successful. There was no report of patient complications, serious injury, or death.